Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman access system (was). The device was bloody. The tip, sheath, and strain relief were microscopically and tactile inspected. Inspection revealed tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 06jun218. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system and deployed. The closure device was deployed and recaptured due to the release criteria not being met. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed tip delamination.